Event description:
The dentist made a complaint about one implant cm titamax ex implant 3.75x13 that did not osseointegrated but the dentist did not provide info about product, surgery or pt's condition.